Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that two days after right ventricular assist device (rvad) heartmate 3 implant due to ongoing right ventricular failure post-left ventricular assist device (lvad) implant, there was a sudden loss of flow on heartmate 3 rvad. The patient had been placed on temporary rvad, after some time they tried to remove temporary rvad but unsuccessfully so a durabile rvad was implanted. The right heart failure was present from the very beginning due to targeted chemoradiotherapy for aggressive breast cancer. The patient's hemodynamics were stable. Heartmate 3 rvad revision was performed and a thrombus formation was found. The rvad was exchanged for a new one. Heartmate 3 rvad as referenced in MFR# 2916596-2021-07063.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that two days after right ventricular assist device (rvad) heartmate 3 implant due to ongoing right ventricular failure post-left ventricular assist device (lvad) implant, there was a sudden loss of flow on heartmate 3 rvad. The patient had been placed on temporary rvad, after some time they tried to remove temporary rvad but unsuccessfully so a durabile rvad was implanted. The right heart failure was present from the very beginning due to targeted chemoradiotherapy for aggressive breast cancer. The patient's hemodynamics were stable. Heartmate 3 rvad revision was performed and a thrombus formation was found. The rvad was exchanged for a new one. Heartmate 3 rvad as referenced in MFR# 2916596-2021-07063.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. A review of the submitted log files revealed that throughout the log files the patient experienced many low flow fault flags when the flow dropped below the low flow threshold of 2.5 lpm. Of these fault flags, many lasted longer than 10 seconds and low flow alarms were triggered. Beginning on (B)(6) 2021 at 11:10:19, the patient began experiencing a low pump current. From 11:10:25 until 12:24:57 on (B)(6) 2021, the patient experienced low speed advisory alarms which occurred due to the fixed speed being set below the low speed limit. Persistent low pump current alarms were found throughout the log file which were likely due to the low fixed speed and low flow conditions. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12oct2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4 of the IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.